Event description:
My essure was put in (B)(6) 2014. Since then, I have had severe cramping, heavy irregular bleeding and double cycles. I've had constant migraines since (B)(6) 2015. I have bloating in my abdomen area that make me look pregnant (not pregnant). I have endometriosis and ovarian cysts, and in my opinion and feeling, have become much worse. I cannot sleep like normal, or wake up rested. This has been happening for 8 months.